Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery. A 5.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During the procedure performed at the contralateral side, at second inflation, it was noted that the balloon ruptured at 8atm for 30 seconds. The procedure was completed with another of the same device. No patient complications were reported.